Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00244. It was reported the patients leads had migrated, which was confirmed by x-ray. Surgical intervention took place in which the leads were explanted and one of the leads was replaced.